Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose. They stated that their pump did not want to bolus. Their blood glucose was 425 mg/dl. They gave a bolus and their blood glucose went down to 388 mg/dl. Two hours later, they gave another bolus and it went to 356 mg/dl. Around 11:00 am, their blood glucose was 380 mg/dl and they gave a bolus and did a complete set change. During high blood glucose troubleshooting, the customer found four good sized air bubbles in the tubing closer to the pump. They reported that the insulin exited at the quick release. The customer declined to check for possible site/insulin issues or to check their settings. They did not have a tubing clamp available to perform the high pressure test. The infusion set, the insulin pump and the reservoir will not be returning for analysis.